Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information has been provided regarding technique or device. It is a possibility that the device was levered at off angle or excess pressure was applied causing it to break. Other than this possibility, a root cause cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a shoulder labral procedure the tip of the customer's lupine spiral fluted drill bit broke off in the patient. The sales rep stated that the surgeon removed the broken tip with no issues and that no debris with left in the patient. The sales rep also reported that during the same procedure it was found that the customer's lupine stabilization hybrid sawtooth drill guide is bent at the distal end and are unable to use the device. The sales rep reported that the surgeon completed the procedure with other like devices with no patient consequences or delays. The sales rep could not provide lot numbers for the devices but stated that both devices have seen heavy use in the field. The sales rep stated that both devices were discarded.